Event description:
It was reported that a secondary infusion was programmed to deliver 500 mls of pentastartch in 30 minutes. After 30 minutes the user observed that approximately 150 mls was delivered from the secondary container, and 300 mls of normal saline was delivered from the primary container.

Manufacturer narrative:
(B)(4). The customer did not return the device involved in the event to sigma therefore no evaluation can be performed. If the device is returned in the future, an evaluation will be performed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.